Event description:
Additional information was received from the patient reporting that they lost all of their external equipment. They were given foundation care¿s number to get their equipment replaced. The patient then stated that about two years ago their ins stopped taking a charge so they stopped using their ins. They stated that they now needed an MRI due to unrelated issues caused by a semi-accident. They stated that they had lost their equipment and they did not have a way of putting their ins into mi mode. They stated that they had not charged or attempted to charge their ins in about two years. Options were reviewed with the patient. The patient then stated that they would like their scs removed, but they did not have health insurance. Additional information was received from a healthcare provider (hcp) the same day reporting that based on conversation with resource nurse, the patient indicated that they dhave a patient programmer and the ins had not worked in a while. The caller was not aware of a specific date. It was reviewed that the patient would need to get their lost/stolen devices replaced and then will need to get their ins started again by a rep or hcp in order for MRI eligibility.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2015 product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. MRI guidelines were requested. The hcp reported that per the patient, their device does not work. The hcp had no further information regarding the event. No further complications or patient symptoms were reported or anticipated.